Manufacturer narrative:
H6: investigation summary. Photo received for investigation. Upon visual evaluation, membrane is displayed with liquid, therefore the failure is confirmed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly. Injector must be connected to the protector to be used. If done incorrectly, leaks could present when pressing the syringe, since the medicine would pass through the cannula and could pass through the membrane. H3 other text : see h10.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) experienced leakage. The following information was provided by the initial reporter: phaseal injector leaked methotrexate through the membrane. Injector was attached to a syringe with a prepared dose. The nurse was attempting to show a colleague how the membrane prevents exposure. When she pressed on the plunger, a small amount of methotrexate penetrated the membrane.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) experienced leakage. The following information was provided by the initial reporter: phaseal injector leaked methotrexate through the membrane. Injector was attached to a syringe with a prepared dose. The nurse was attempting to show a colleague how the membrane prevents exposure. When she pressed on the plunger, a small amount of methotrexate penetrated the membrane.